Event description:
Pt reported obtaining back-to-back blood glucose results of 366 mg/dl and 158 mg/dl on the aviva system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the aviva system. Technical support requested the return of the suspect product and replacement product was shipped.